Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine maintenance it was discovered that the wires were exposed on the foot control device. The device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. Visual assessment was performed and pre-repair testing observed that the cord and connector plug was pulled loose from the foot control housing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse / mishandling at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly.